Event description:
It was reported that the physician observed some episodes of t-wave oversensing that resulted in inappropriate shocks. Low sensing was also noted. The pace/sense portion of the lead was capped.